Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the monitors would not turn on, this would result in a loss of live image due to no left monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.